Manufacturer narrative:
Additional information was received that the patients pain was not device related.

Event description:
A report was received that the patients stimulator was causing pain and burning sensation when the patient move in certain ways. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect device components involved in the event: model#: sc-2218-50, serial#: (B)(4). Description: linear st lead, 50cm model#: sc-4316, lot#: 14635208 / 17121175. Description: next generation anchor kit-sterile.

Event description:
A report was received that the patients stimulator was causing pain and burning sensation when the patient move in certain ways. The patient will undergo an explant procedure.